Event description:
Customer reported that she had high blood glucose of 580 mg/dl due to her insulin pump is not delivering the insulin. Customer stated that she changed out everything infusion set and reservoir, her blood glucose was 80 mg/dl and three hours later, she was over 500 mg/dl. Customer stated that her insulin pump is constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.